Manufacturer narrative:
Device was returned for evaluation. The dowel pin that secures the moveable jaw to the actuator is missing. The top and bottom jaw are damaged. The condition of the device is consistent with excessive force being applied and was being used for something other than soft tissue. (B) (4).

Event description:
During surgery, it was noticed the suction punch tip was broken. The actuator was separated from the tip of the punch, and the normal tip opening of the punch could not perform. It is unsure if a piece was left in the pt.